Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported issue by reviewing the error log. The fse placed a sample rack on the instrument and attempted to run a sample, the rack only advanced about an inch to the right and the error recurred. The fse inspected the x1 pitch sensor and found it was misaligned. The fse re-aligned the x1 pitch sensor on the sample loader. The fse validated the analyzer by running quality control (qc) and patient samples with results within acceptable range and no errors recurring. The aia-900 analyzer is operating as expected. No further action required by field service. A complaint history review and service history review from the install date of 14feb2025 through aware date of 25apr2025 for similar complaints was performed for serial number (B)(6). There were no similar complaints found during the searched period. The aia-900 analyzer operator's manual under section 12: flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause was due to a misalignment with the x1 pitch sensor, cause traced to maintenance.

Event description:
A customer reported 2300 sample loader step feed failure error on the aia-900 analyzer. The customer stated they were getting the error when attempting to load the rack. Technical support specialist (tss) instructed the customer to power off the analyzer, then clean and blow out the analyzer loader area. The customer repowered the analyzer, performed an all set home, and attempted to load a rack but error recurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2) and creatin kinase md (ckmb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.